Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that while the surgeon was tapping the ar-2323bct-2 anchor down to bone the eyelet suture broke off the eyelet and the eyelet came free. The surgeon removed the eyelet with a grasper. This was discovered during use in a procedure on (B)(6) 2021. The case was completed by using a ar-2323bcc. No patient harm.